Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced postprandial blood glucose spikes to 260 mg/dl while using the ilet, with glucose returning to range within about one hour after meals and no issues observed with supplies or meal announcements at the time. Symptoms included transient hyperglycemia. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education by a trainer who advised pre-announcing meals by 15 minutes. Investigation of this case revealed no device malfunction identified and no component issue observed, and the event was consistent with physiologic postprandial excursions that can occur with timing of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.